Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The physician will consult implanting physician to see if lead will be revised. Additional information obtained from the field which indicated that the patient was seen by the physician and after discussion with patient it was decided to not attempt a lead revision at this time. Increased threshold was felt to be due to micro-dislodgement of the lead. Clinic will continue to monitor patient remotely and in office as regularly scheduled. As of this time, the lead remains in service. No adverse patient effects reported.